Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2012 from a nurse of peritonitis in a patient coincident with extraneal therapy. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis manifested by cloudy fluid. Treatment was not reported. On (B)(6) 2011, the patient had recovered. A causality assessment was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.